Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had active driveline power fault alarms. Log files were submitted for review. The log file captured driveline power fault alarms beginning on (B)(6) 2023 through 31oct2023, which was the entire length of the log file history. There was no interruption in pump support during these events. The modular cable and system controller were exchanged and resolved the event. Related manufacturer reference number: 2916596-2023-07877 (modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Driveline power fault alarms were active due to the fuse a being opened. The alarms were active from (B)(6) 2023 at 13:45:48 ¿ (B)(6) 2023 at 13:45:48. The onset of the alarms was not captured in the log files. The alarms were active from (B)(6) 2023 at 13:45:48 ¿ (B)(6) 2023 at 13:45:48. The driveline was disconnected on (B)(6) 2023 at13:45:25, and the controller was shut off at 13:45:48. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and did not pass due to the fuse a being opened resulting in driveline power fault alarms. The fuse was replaced and the alarms cleared. The controller underwent retesting. The controller passed testing following the repair. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended following the repair. The root cause of the reported event was determined to be caused by the damaged fuse, however; the cause of the fuse being damaged was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller internal fault and driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.